Event description:
Per the clinic, the patient experienced poor sound quality and no improvement in speech understanding or high-frequency detection. It was also reported that the electrode array migrated out of the cochlea. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.